Manufacturer narrative:
Citation: a. Alamri, a. Hyodo, k. Suzuki, et al. Retrieving microcatheters from onyx casts in a series of brain arteriovenous malformations: a technical report. Neuroradiology (2012) 54:1237¿1240 doi 10.1007/s00234-011-0971-y the device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. However, ischemic events are known inherent risks of neurointerventional procedures and is listed in the onyx IFU. Mdrs related to this report: 2029214-2017-00405 2029214-2017-00406 2029214-2017-00407 2029214-2017-00408 2029214-2017-00409.

Event description:
Medtronic received information through review of literature that one patient suffered a mild dysesthesia due to a small infraction of thalamus, directly related to onyx treatment; however not related to the retrieval technique.